Event description:
It was reported the catheter was inserted in the right internal jugular on (B)(6) 2023. On (B)(6) 2023, the distal line was found separated at the level of the female luer hub. The distal line was clamped and a new catheter was inserted in the left internal jugular on (B)(6) 2023. It was reported there was no clinical consequence for the patient due to the event. Additional information received reports "patient deceased. Death is not related to the incident. Death is due to the pathology of the patient." The patient died on (B)(6) 2023. The cause of death is reported as "coma of unexplained origin in a patient with bladder cancer, progressing to non-resolving hydrocephalus despite the insertion of an external ventricular shunt, leading to the patient's death".

Manufacturer narrative:
Qn# (B)(4). The complaint of extension line luer hub separation was able to be confirmed by the customer provided photos as they revealed the distal line separated from the luer hub. However, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." A device history record review was performed, and no relevant findings were identified. Without the device returned for evaluation, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was inserted in the right internal jugular on (B)(6) 2023. On (B)(6) 2023, the distal line was found separated at the level of the female luer hub. The distal line was clamped and a new catheter was inserted in the left internal jugular on (B)(6) 2023. It was reported there was no clinical consequence for the patient due to the event. Additional information received reports "patient deceased. Death is not related to the incident. Death is due to the pathology of the patient." The patient died on (B)(6) 2023. The cause of death is reported as "coma of unexplained origin in a patient with bladder cancer, progressing to non-resolving hydrocephalus despite the insertion of an external ventricular shunt, leading to the patient's death".